Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 260 mg/dl. The customer reported being in the hospital. The customer reported treating with a bolus. The customer reported a sensor error alert from the insulin pump. Troubleshooting was done. No additional information was provided.